Manufacturer narrative:
Product analysis: the stent was returned off of the balloon. The stent was severely stretched and damaged. The balloon folds were closed. Crimp impressions were visible on the returned balloon. There was no other damage evident on the returned device. (B)(4).

Event description:
The physician intended to use an assurant cobalt device. There was no anomalous resistance during removal of protective device. No abnormalities noted during device inspection before the procedure. The target lesion in the right common iliac artery (cia) and right external iliac artery (eia) had 100% stenosis, slight calcification and moderate tortuosity. Pre-dilation was carried out. During the procedure of evt for the treatment of chronic total occlusion at the lesion site the physician first performed wire-crossing from the right inguinal region. Inflation was then performed and a non-medtronic stent was implanted. This stent did not cover all of the target lesion site and so the assurant cobalt device was delivered as an additional stent. Resistance was felt when the device was passed through the lesion site. It was reported that the stent dislodged from the delivery system. Attempts were made to remove it from the patient however these attempts were unsuccessful. The right inguinal region was cut down and the dislodged stent was removed from the patient using a forceps. Another stent was used as replacement. The iliac artery was ruptured during post-dilation and treated by an additional covered stent. The ruptured vessel site was a different site from where the assurant cobalt stent was intended to be implanted. Inflation was carried out for the target lesion site, and blood flow was confirmed and the procedure was completed. The physician commented that the procedure was prolonged due to additional treatment of the ruptured iliac artery in addition to the evt case. Physician also assessed that the assurant cobalt device was however related to the vessel rupture. It was reported that the stent dislodgement seemed to have been related to a technical factor not to the device and that the device might have been stuck on the previously implanted stent.